Event description:
Family member of home patient reports leak in patient line tubing of homechoice set, noted during initial drain of homechoice treatment. Home patient reports they ended treatment at that time and re-set up with new supplies with assistance from baxter technician. No patient injury or medical intervention required per home patient.